Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, a hair inside the package of a roadrunner uniglide hydrophilic wire guide during the prepping process. The package was not opened. Another device of the same type was opened and used to complete the intended procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the returned device was also conducted. The complaint device was returned to cook for investigation. Visual inspection confirmed a hair inside the sealed pouch. The information provided upon review of the returned device provided objective evidence that the device was manufactured out of specification. Cook completed a review of the device history record (DHR). The DHR for the reported lot found 1 relevant non-conformance on 15 devices for embedded foreign matter in the packaging material; however, the non-conforming products were scrapped, and the lot is inspected 100%. A search of complaint history found no additional complaints on the reported lot number. Therefore, cook determined that no nonconforming product exists in house or in the field. The instructions for use (IFU) does not provide any relevant information related to this failure mode. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that a manufacturing/quality control deficiency was the cause of this failure. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: cath lab supply manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, a hair inside the package of a roadrunner uniglide hydrophilic wire guide during the prepping process. The package was not opened. Another device of the same type was opened and used to complete the intended procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional intervention and did not experience any adverse effects due to this occurrence.